Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a guidewire fracture and detachment occurred requiring additional intervention. The patient was on medication. During a procedure using a non-boston scientific reversed curved catheter in very tortuous anatomy, the physician performed two 180-degree turns to advance the device. A 200 cm x 10 cm fathom-14 guidewire was introduced and manipulated within the catheter. During this process, approximately 6 cm of the guidewire snapped off from the back end while inside the patient. The physician attempted retrieval by advancing and retracting the microcatheter, as well as pulling back and aspirating, but the fragment remained lodged. It was believed that vasospasm occurred, preventing further movement. The separated portion was thought to have become lodged in a pelvic sidewall branch near the upper gastric region. The vessel was noted to have spasm but was not significantly calcified. The physician did not anticipate any adverse effects from the retained fragment. The procedure was completed, and the patient, who was on anticoagulation therapy, is expected to fully recover.